Manufacturer narrative:
Product complaint # (B)(4) investigation summary according to the information received, it was reported that an xray was taken intraoperatively to confirm fit and leg length with femoral trials in place and the surgeon was satisfied and the femoral stem was opened accordingly. Upon attempted removal of the distal femoral reamer, the surgeon tried to remove the reamer under power in reverse and the reamer advanced farther into the femoral canal. Repeated attempts to remove the reamer were unsuccessful and there was the belief that a "vacuum" had been created during the advancement of the reamer. A drill bit was utilized to release the suspected "vacuum" and the reamer was then able to be removed. During the attempted removal a "crack" sound was heard but no fracture was noted. When the femoral stem was inserted, it was able to be advance significantly farther into the femur and upon visualization, a fracture was then noted. Dissection was extended distally and cables were placed to reduce and address the fracture. A longer stem was prepared in an effort to further support the fractured femur. Xrays were taken to confirm reduction and fixation and a new longer prosthesis was placed without any complication. This delay resulted in roughly a 30 minute delay in the procedure and the femoral fracture was the patient harm that occurred. The surgeon had attempted to utilize the threaded inserter shaft to remove the distal femoral reamer as threads were noted inside it. It was able to be attached into the reamer, however in utilizing it for this purpose, the upper threads on the shaft were then difficult to place into the inserter, but was eventually achieved. It is likely this shaft will need to be replaced for subsequent procedures to avoid issues. The product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the rclm mon stem inserter-locator was stripped from the threaded tip. Device displays signs of moderate wear consistent with repeated use. The observed condition was identified as an end-of-life indicator; damage consistent with repeated use and servicing. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A functional test was unable to be performed due to the post-manufacturing damage and as mating component was not returned for evaluation. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as there is no sufficient evidence to confirm nor verify that the rclm mon stem inserter-locator would have contributed to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. Corrected: h3

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.

Event description:
It was reported that the rclm mon stem inserter-locator was involved in an event during a surgical procedure. The reported issue occurred when the distal femoral reamer could not be removed after being advanced farther into the femoral canal under power in reverse, possibly due to a vacuum effect. A drill bit was used to release the vacuum, allowing removal of the reamer. During removal, a crack sound was heard, but no fracture was initially observed. Upon insertion of the femoral stem, a fracture was noted, requiring extended dissection and placement of cables to address the fracture. A longer stem was prepared and implanted to support the femur, and a new prosthesis was placed without further complication. The event resulted in a femoral fracture and a delay of approximately 30 minutes in the procedure. The threaded inserter shaft was used to remove the reamer, which caused difficulty in placing the upper threads into the inserter, and it is likely the shaft will need replacement for future procedures.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.